Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The proximal and distal conductors of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated stretching and damage at implant.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the lead insulation was broken and protruding, and blood was observed between the lead and insulation. The lead was abandoned, and a new lead used. No patient complications have been reported as a result of this event.